Manufacturer narrative:
Section d10: additional information. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate ii/heartmate 3 left ventricular assist system}. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A magnetic resonance spectroscopy (mrs) scan performed on (B)(6) 2019, showed a score of 2. No further information was provided.

Manufacturer narrative:
Section b5: additional information. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year, 1 month. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was almost asleep when a nurse saw a slight face droop. The nurse asked patient and patient has tingling on the same side of face and in arm on corresponding side as well. Neurology monitored for 24 hours and a second CT scan was performed with no findings. Additional information received 30apr2019 states that the event was considered a stroke. CT findings indicate no intracranial hemorrhage identified, a small focus of hypoattenuation in the left thalamus, no intracranial mass or evidence of mass-effect, no midline shift or herniation. Grey-white differentiation was reported to be maintained, sulci and ventricles are within normal limits without evidence of hydrocephalus and no extra-axial collections were present. It was reported that the visualized portions of the paranasal sinuses are clear, mastoid air cells are clear and calvarium is intact. No additional information was reported.